Manufacturer narrative:
No loose battery cap noted during testing. The insulin pump had completely broken off reservoir tube lip, tested with a test p-cap and test p-cap does not lock in place properly. The insulin pump had broken battery tube threads noted during testing. Cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked belt clip slot, missing end cap sticker and stained address and serial number label. The insulin pump had a bleeding lcd glass noted during testing.

Event description:
The customer reported via phone call that the battery and reservoir compartment components were damaged. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap would screw. The customer stated that the reservoir would not screw and had to tape to hold the reservoir in the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.